Event description:
In 2005 three gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. One year later, the patient developed pneumonia and the patient complained of night sweats, fever, and chronic pain. A postoperative computed tomography scan revealed fluid collection surrounding the proximal and distal aspects of the graft.eight months later,the devices were explanted and the aneurysm was surgically repaired. It was reported that the patient has since expired.

Manufacturer narrative:
The device is currently being evaluated. A review of the manufacturing paperwork is being conducted. Please note: two additional gore tag thoracic endoprosttheses were implanted (tag3420/lot#03338584 and tag3415/lot#03309259).